Manufacturer narrative:
The device in question was returned to olympus for investigation. Olympus was unable to duplicate the user's claim. The light output and intensity were found to be in standard. The investigation also found that the light source has been in use since july of 1991 without ever havin been servicing by olympus. The memory function failed due to a worn out battery and the air pressure function was inoperable due to a worn air pump unit. In addition, a non-olympus xenon lamp was used. Section 9.3 of the instruction manual warns users not to use any other lamp than that designated by olympus. Use of another lamp can cause failure of the light source and ancillary equipment, and can also cause malfunction of fire. Olympus determined the user's experience was most likely caused by the use of a non-olympus xenon lamp and various worn components of the device.

Event description:
The user facility reported they had a total loss of image during procedure. The image was unable to be retrieved. The procedure was completed with the use of another similar devce. There was no allegation of harm.